Event description:
A report was received that the patient was experiencing discomfort due to the location of the ipg that was implanted in her upper back. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.